Event description:
The colonovideoscope was returned to olympus for inspection. During evaluation, olympus identified debris on the light guide lens. No patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the probable cause of the debris was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.